Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported audible ¿bang¿ noise and flash issue could not be confirmed, as the device has not been returned to olympus for evaluation. The event may be detected/prevented by following the instructions for use which state: "the soltive laser system is designed for maximum safety and performance. Under normal operating conditions and careful use, a maintenance check of the device is recommended by a qualified technician, every 12 months¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the soltive premium superpulsed laser system stopped working and made a bang noise with a huge flash, possibly from the side of the machine. The laser was used on a ureteric setting. The issue was found during a therapeutic, flexible ureterorenoscopy procedure. The procedure was completed with the same set of equipment. There were no reports of patient harm.